Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a blank display. It was noted that the display did not return despite multiple battery changes. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector lcd isolation tape noted. No unexpected failed battery test or battery out limit alarms noted during testing. The device had cracked reservoir tube lip.